Manufacturer narrative:
The srt-100 system used to deliver therapy operated within its normal design parameters. No issues associated with this system have been noted during the initial review manufacturing testing, inspection, installation, and servicing records.

Event description:
Wound/sore at treatment site (application of superficial radiotherapy for the treatment of squamous cell carcinoma). Sensus healthcare received a call from user facility during the first week in september stating that a patient returned after completing treatment for a squamous cell carcinoma (scc) on her dorsal hand with breakdown to the area. Provider stated the patient was wearing work gloves everyday post treatment and wondered if this could be the cause of the breakdown. We discussed how the biologic responses continue on for several weeks and how wearing the gloves may have contributed to the breakdown. Shortly after sensus healthcare received a phone call from physician explaining that the patient did not return with breakdown, that the patient returned due to re-occurrence in the same area. The question asked was; "could this patient's re-occurrence be caused by wearing gloves throughout and post treatment? Sensus healthcare requested the patient's pathology report, fraction log and photos for further evaluation. Note: provider confirmed that the lesion was decreasing in size while under treatment and the patient tolerated the treatment well.